Event description:
It was reported that the customer bought five units of opsite flexfix gentle. The first three worked normally, but in the fourth one, the glue stayed on the plastic side and not in the adhesive side. The fifth unit remains unused. A new purchase from a different lot gave no problems. This was found during set-up. It is unknown if a back-up was available at the moment and if there was a delay.

Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated, establishing a relationship between the event reported, visual inspection confirmed silicone transfer on carrier film, functional evaluation confirmed reduced adherence, root cause identified as a raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.